Event description:
During a laparoscopic assisted vaginal hysterectomy, the short circuit error displayed several times. After that, the probe damage error displayed. Ther was a small tear in the ptfe pad. The subject device was replaced with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.